Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process, and that a cartridge change error occurred during the load sequence. The customer¿s blood glucose level was 180-200 mg/dl. Customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.